Event description:
It was reported that patient had prothesis mobility. After check up it was observed that screws were fractured and were removed

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight: unknown / not provided. Date of event: unknown / not provided. PMA/510(k) number: k072642.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report; b5: describe event or problem; d4: expiration date and UDI; g3: date received by the manufacturer; h1: type of report, follow-up number; h2: follow up type; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h4: device manufacture date; h6: evaluation codes; h10: additional narrative. Product evaluation: two screws were returned for investigation. Visual evaluation of the as returned products identified fracture across the threads. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The devices had been placed on tooth # 13 & 16 for an unknown period of time. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique and overloading can lead to device failure. DHR review: DHR review for the lot (1206379) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot (1206379) and 1 similar event or complaint was identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.